Event description:
It was reported that a spectrum pump had an output of 25% more ml than set during unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the device was found to deliver within specification during flow testing and delivered between -1.505% and -1.573% accuracy.. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition 'output of 25% more ml' was not verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.